Manufacturer narrative:
Additional information was added to d5, d9, h3, h6, and h11: h11: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A functional flow rate accuracy testing was performed which met specifications; the reported 'infusion error' could not be reproduced during testing. A service history review was performed and revealed that the device has no previous service events within the past 12 months; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
On it was reported that a novum iq large volume pump had an unspecified infusion error during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.